Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag over 2 years ago, no attempt will be made to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was not in use. The root cause could not be determined as no response was received from the customer. The most probable root cause is that the batteries were defective. There was no patient or user harm.

Event description:
Customer says batteries show full charge and 100% but do not hold charge.